Event description:
Event was reported to caldera medical by an attorney. The patient has experienced pain, erosion, infection, urinary problems, bowel problems, dyspareunia, vaginal scarring, and recurrence. No further information has been provided.